Event description:
It was reported that the patient presented for an initial implant. During implant procedure, the right ventricular lead exhibited high impedance, capture anomaly, and sensing anomaly. The lead was not implanted and replaced successfully. The patient experienced no adverse consequences.

Manufacturer narrative:
(B)(4).